Manufacturer narrative:
According to the facility on 1/27, "the incident that occurred on (B)(6) 2025 at (B)(6), involving a patient during an attempted spinal epidural procedure performed by the anesthesia provider. During the procedure, the provider introduced a 25g spinal needle/introducer into the patient's back. When the needle met resistance from the bone, it was withdrawn in an attempt to "walk" the needle off the bone to locate the center of the vertebral space. After several attempts, the needle/introducer was pulled back to reposition it, at which point the needle broke off a few centimeters from the connection to the plastic hub and became retained in the patient's back. As a result, the patient was transported to a local hospital for the removal of the retained needle from the lumbar area. The patient remained stable throughout the process and was discharged from the hospital same day, (B)(6) 2025". The facility stated this was a surgical procedure. A sample is not available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 1/27, "the incident that occurred on (B)(6) 2025 at (B)(6), involving a patient during an attempted spinal epidural procedure performed by the anesthesia provider. During the procedure, the provider introduced a 25g spinal needle/introducer into the patient's back."